Manufacturer narrative:
Reportedly, during a follow up on (B)(6) 2015, the customer was able to load a new cartridge successfully. No product returned for evaluation. Should new information become available, a follow up supplemental report will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted.